Manufacturer narrative:
The date of event was (B)(6) 2014. The date aware of the event was (B)(6) 2014. Conclusion codes remain unchanged.

Manufacturer narrative:
The date of event was (B)(6) 2014. The date aware of the event was (B)(6) 2014. Conclusion codes remain unchanged.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. In an effort to gain 20 mm additional proximal neck length, the physician elected to plug the ostium of the left subclavian artery and a transposition was performed. The device was deployed with an uncovered metal stent located at the ostium of the left common carotid artery and an additional stent was inserted into the left common carotid artery in order to ensure patency. Final angiography indicated a lack of proximal wall apposition, however, an endoleak was not identified. On (B)(6) 2015, follow-up imaging showed a proximal type 1 endoleak with an increase of the aneurysm from 50 x 55 mm to 69x65mm. On (B)(6) 2015, the patient was implanted with two additional conformable gore tag thoracic endoprostheses, a gore excluder iliac branch endoprosthesis leg component and two viabahns to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Conclusion codes remain unchanged.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tge343410/12411054) to treat a thoracic aortic aneurysm. In an effort to gain 20 mm additional proximal neck length, the physician elected to plug the ostium of the left subclavian artery (lsa) and a transposition was performed. After the tge343410 was deployed, imaging showed the proximal portion of the device had landed partially covering the left common carotid artery (lcca). It was reported that patency of the lcca was decreased due to the coverage, so a bare metal stent was implanted into the lcca to ensure patency. A lack of proximal wall apposition was also seen on the inner curve of the aortic arch; however, an endoleak was reportedly not identified. Final angiography showed exclusion of the lesion, and the patient tolerated the procedure. On (B)(6) 2015, follow-up imaging showed a reported proximal type 1 endoleak with an increase of the aneurysm from 50x55 mm to 69x65mm. On (B)(6) 2015, an intervention was performed to treat the endoleak. It was reported the physician elected to treat the patient with a double chimney procedure whereby two additional conformable gore tag thoracic endoprostheses were implanted. A gore excluder iliac branch endoprosthesis leg component and gore biabahn endoprosthesis were then implanted into the innominate artery, with a second viabahn device implanted into the lcca. Final angiography showed resolution of the endoleak and patency of all vessels, and the patient tolerated the procedure.